Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary according to the information received, it was reported that will not turn on. The complaint device and a photo were received at the service center and evaluated. Visual inspection of the returned photo found no observations pertaining to the nature of the reported event or any other anomaly. During the service evaluation the following defects were identified: functional: rocker (follower) arm failure, visual: missing components, visual: deformed/bent, visual: foreign substance/debris/cleaning/sterilization, visual: corrosion/rusting/pitting. Per service report, this complaint was not confirmed. The washer, valve, housing were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified.

Event description:
It was reported that prior to an unspecified surgical procedure it was observed that the fms vue pump device would not turn on. During in-house engineering evaluation it was determined that the device had foreign substance/debris/cleaning/sterilization. There was no patient involvement. No additional information could be provided.